Manufacturer narrative:
The insulin pump was received with frozen display and constant tone; the problem is isolated to the mother board. Unable to perform glucose sensor test due to frozen display. Unable to verify button keypad unresponsive due to frozen display. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. Customer changed batteries and constant tone was not resolved. Customer's blood glucose was 99 mg/dl. Customer reported that buttons stopped responding. Customer attempted to calibrate sensor and experienced a sensor glucose versus sensor glucose with threshold suspend. Customer was advised that insulin pump would need to be replaced.